Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. The customer was unable to confirm whether or not the patient was connected to the device when this alarm occurred. The technical service representative (tsr) spoke to care giver and explained the possible causes. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6) an alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.